Manufacturer narrative:
Continuation of medical devices: 694965 lead; 419388 lead implanted (B)(6) 2007; d314trg ICD implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing which led to inappropriate mode switching. It was noted that the patient was experiencing shortness of breath which lead to the reason for interrogation. The lead remains inuse. No further patient complications have been reported as a result of this event.